Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens into the patient's right eye. The lens optic cracked during insertion into the eye. The lens was cut to remove from eye. Another same model different diopter size was implanted. There was no patient injury. Cause of cracked optic is unknown.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found the lens optic torn in two pieces. There was evidence of brown surgical residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).